Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer's parent reported that insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40. Threshold/low suspend limit in sensor settings was set to 60 mg/dl. The sensor will not be returned for analysis.